Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that there was fluid leak while preparing the sheath. During preparation for an ablation procedure to treat atrial fibrillation, a polarsheath steerable sheath was selected for use. While preparing the device, a fluid leak was observed. Irrigation was via a pressure bag and the leak was a slow drip. No air was observed in the device or patient. The device was replaced, and the procedure was completed successfully without patient complications. The device has been disposed of and is unavailable for return analysis. Due to being disposed, the device batch lot number is unknown and cannot be obtained.